Manufacturer narrative:
This report is submitted on april 18, 2017.

Manufacturer narrative:
This report is submitted on february 10, 2017.

Event description:
Per the patient's surgeon, the patient experienced poor performance with device use, subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.